Event description:
Patient was an inpatient having an interventional procedure. The patient was placed on the hemodynamic heart monitor during the case. The monitor showed what appeared to be an irregular rhythm which was thought to be atrial fibrillation. This is an abnormal rhythm that needs to be evaluated. In reviewing the pre workup EKG, the patient was not in an irregular rhythm or atrial fibrillation. Patient was ordered for a cardiology consult and placed on telemetry post procedure which was cancelled as soon as we discovered the problem was the monitoring system at the end of the day. Patient was critical and already had many consults. Explained to patient's physician the problem and that the patient was not in atrial fib.